Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the screen doesn't work properly. The user attempted to recalibrate the screen, but the issue persists. Portions of the screen are unusable. It is unknown if there was patient involvement at the time of the event, however no patient or user health consequences or impact were reported. The user has taken the device out of service at this time.

Manufacturer narrative:
Health impact grid updated due to new information received.